Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid at an unknown concentration with a dose of 3.7 mg/day. It was reported the patient was very sick from a symptom flareup last week from her preexisting condition of severe crohn's diagnosed in 2004 and had also lost since the previous week because of her flareup with crohn's. The patient stated she had painful pinches around the pump area where the pump goes into her spinal column starting the day before the report. She also had been sweating a lot starting the day before. The patient had relocated to another state and did not have a new managing health care provider (hcp). The patient had a referral for a hcp, and she stated she had been working with a pain managing hcp without success. The patient stated she tried to setup refill service in her new state through a referral, but was unable to because the duke pain management facility wouldn't let her have a refill until she had insurance in the new state. Patient originally had pump refill appointment on (B)(6) 2016, but had to cancel due to move. There was an alarm date imminently coming on (B)(6) 2016. A manufacturer representative stated there weren't a lot of hcps who were taking new pump patients in the current patient's new area because of past experiences. The representative was going to look at the information and follow up with the pain management facility and the patient about options. The patient was going to call her prior hcp back to follow up with the pain management facility. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer on 2017-mar-03. It was reported that the patient¿s phone was broken and that they hadn't been able to sent it in to get it fixed so their phone number wasn't working. It was indicated that the patient repeated the same and similar information regarding trying to locate another provider and all the issues encountered in the prior report date from (B)(6) 2016. It was noted that the patient called all of the hcps locator lists that were sent and that they needed a referral from an hcp. It was stated that the patient noticed in the chart information that they read it reviewed that the patient was demanding, had missed appointments, and felt very nervous that the hcp was going to stop their therapy, and felt like they were going to make things worse because they misunderstood what the patient wrote to them. It was noted that on (B)(6) 2017 the pump started alarming and the patient was having technical difficulties reaching the hcp. The patient cancelled the refill appointment date originally scheduled on (B)(6) 2017 because the patient had a court date conflict. It was though that the patient got rescheduled but it was unsure. It was indicated that dilaudid was in the pump at an unknown concentration and dose. It was reviewed that the patient could be sent additional locator listings that were further out than 200 miles and that there weren't any additional options beside that. It was also reviewed that a representative was contacted and the patient was provided that information, and that additional resources of patient advocates were available regarding the patient¿s concerns about the chart information. It was recommended that the patient discuss goals, etc. With the hcp and work with their insurer as well as patient relations about their concerns. The patient was transferred to the provided pain management office regarding the pump issues. It was indicated that the nurse case manager noted that they spoke with the patient that day and offered the patient a pump refill appointment and wasn't sure what the patient wanted them to do. It was stated that the patient was alarming and was probably out of medication and that the patient should come in for an appointment. It was noted that no one was in the clinic today but the nurse manager was going to see if the doctor could see the patient that day. The nurse manager told the patient to come in right away and provided the patient a phone number to call. The nurse manager said the doctor was going to stay and wait for the patient to get in so that the patient could get refilled at 1:00 p.m. The patient was going to obtain transportation and head in right away to the office. It was later reported on (B)(6) 2017 that the patient¿s phone was ¿so messed up¿ that they couldn't set up transportation. It was reviewed that the patient needed to find a way to get to the appointment as the hcp went to a lot of work to get the patient in that day. It was indicated that the patient agreed and would get there. Further information was received from the hcp on 2017-mar-09. It was reported that there was a ¿refill alarm¿ and no device error. The patient was refilled with saline as actions/interventions taken to resolve the alarm. The cause of the alarm was stated to be that the patient forgot the refill and refused the treatment plan. It was noted that the patient was a ¿poor psychologic and medical candidate¿ for itdd (intrathecal drug delivery) with a catheter at l1 and the reservoir in the left thigh. It was indicated that the alarm and pump being out of medication had been resolved. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-11. It was reported that the pump came in from outside the hcp¿s practice to establish care. It was stated that reportedly the catheter tip was placed in the lumbar spine for orofacial/abdominal pain and the pump reservoir was implanted in the left medial thigh. It was related that the patient then developed psychosis which was felt to be non-pump medication related, but the patient had not been screened for psychological suitability/psychiatric disease prior to implant, per the hcp. It was stated that the patient had since then gone on to develop more psychotic episodes and that the patient also now was requiring chronic immunosuppression for an autoimmune disorder putting them at a higher medical/surgical risk. It was noted that the patient¿s weight was (B)(6). It was reported that the pump was filled with saline and turned down to allow the patient four months to establish care elsewhere as they were unable to keep appointments with the hcp and was unwilling to follow up on an initially agreed-upon treatment course. The patient was provided oral medications to wean and was now discharged from the hcp¿s practice. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a business partner from a report received from a health care provider (hcp). The hcp indicated during their time with the patient, they were not on prialt. As far as the hcp was aware, the patient was never on prialt, only hydromorphone and once on clonidine. The hcp did not have the patient's records from california and during their care, they were getting back on immunosuppressant therapy. No further complications were reported/anticipated and no further information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that the pump therapy was being reduced. The patient stated that she was told that her healthcare provider (hcp) does pain pumps, but they did not. The patient said her pump was filled with saline a month ago and she was hardly given any pain medication. The patient said the pain pump saved her life and made her able to work again and take care of her kids. The patient could hardly move and was in pain. The patient said that she was deathly ill from the pump being reduced. The patient stated that she was told that the catheter should be higher. The patient said she was vomiting and could not get up for a month when the pump medication was reduced. The patient was told her pump would not be turned down and the hcp kept turning it down. The patient said that the heat sensor did not work well in her car and she did not know her way around in the state yet. The patient stated she could not go back to the hcp and needed listings. Dilaudid was in the pump and the patient did not know the dose and concentration. It was reported that the patient was receiving prialt at an unknown concentration and dose. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-03. It was reported that the patient¿s current healthcare provider (hcp) was not comfortable with pumps anymore. Beginning in late september to beginning of (B)(6) 2016, the hcp had been reducing the patient¿s medication. The patient stated that she could not function and had been so sick. The patient stated that these symptoms had been directly related to the reduction of the medication twice. The hcp did not believe in pain pumps and wanted to remove the pump. The patient did not agree with that. The patient spoke to 4-5 of her other doctors who have requested that the current pump hcp to stopreducing the pump medication. The pain pump had given the patient her life back and she was willing to go anywhere to find a new hcp because she had been able to go back to work. The patient didn¿t have good absorption of medications due to her crohn¿s condition. The patient was very nervous about the current situation. The patient wasn¿t due for a refill again for at least 30 days and when she does go back in they would be reducing the patient¿s medication in the pump again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.